Manufacturer narrative:
A medtronic rep visited site to evaluate the system. The rep was unable to replicate the behavior. The landmarx software was removed and reinstalled on the system to resolve the issue. This issue was added to the medtronic internal test track database for continued monitoring.

Event description:
Site reported software freezing intermittently after registration. No impact on pt outcome reported.